Event description:
New information notes that the lead was explanted and replaced.

Event description:
It was reported that noise was observed through a merlin.net transmission and were detected as non-sustained vf and non-sustained lead noise episodes. Intermittent high, out of range, pacing lead impedance was also noted in the trend data. Programming changes were recommended. The patient condition is well. The lead remains implanted and the patient will be monitored with remote monitoring until the follow-up visit.

Manufacturer narrative:
The lead exhibited normal electrical characteristics.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.